Manufacturer narrative:
UDI not available as product was manufactured on or before september 23, 2014.

Event description:
It was reported that the patient presented for a follow-up in clinic with syncopal episodes. Upon interrogation, it was noted that the right ventricular - rv lead exhibited noise oversensing causing pacing inhibition. The rv lead was capped and replaced on 06 may 2022. The patient was in stable condition.